Event description:
The pt had a kugel mesh implanted in 2004. The pt has been complaining of progressive recurring severe right upper quadrant pain and upper abdominal pain for three mos. She feels pain is so severe sometimes she cannot breathe, but does not describe actual shortness of breath or pleuritic pain. In 2008, the pt had the mesh explanted. The pt had significant adhesions between the omentum and the mesh with the kugel mesh having adhered to the right lower quadrant. It was actually turned over on itself and the mesh was incorporated with both omentum and small bowel. The small bowel was so adherent to the mesh, which required separating the mesh with scalpel.